Event description:
It was reported that pt experiencing hip pain.

Manufacturer narrative:
The following devices were also listed in the report: lrg tap pri mod nck 0deg 30 mm, cat# nls-30000b, lot# 38653302; delta v-40 ceramic head 32/+4, cat# 6570-0-232, lot# 722227. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer due to hospital policy. Additional info has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.